Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements are showing affected channels. The recipient's teacher has reported a change in responsiveness in the last 2 weeks.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels. The recipient's teacher reported a change in responsiveness in (B)(6) 2019. In (B)(6) 2019 parents had not noticed any change in performance and booth testing indicated 35-40 db detection across frequencies. In (B)(6) 2019 it was reported that the recipient was not responding consistently to instructions when using the right side device alone. Due to the changed results the user was re-implanted.